Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (charging faults / damaged connector) was confirmed. As received, the battery would not charger or power a test monitor. Upon evaluation, the f1 fuse was blown and the connector was damaged. The cause of the faults and non-functional battery pack is the blown fuse and damaged connector. The root cause of the blown fuse and damaged connector was not positively identified no adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery was producing faults while charging and had a damaged connector.